Manufacturer narrative:
Troubleshooting was performed by the hospital staff found the loose connection and reseated of the light switch, which helped restored the blue leds. The device was back into specification after the restoration. Tech support advice customer to, use the natus radiometer to bring back the device to specification. The customer confirmed unit both amber and blue leds were illuminating and the intensity was in specification. Issue was resolved, and no further evaluation is needed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 led light had some amber leds that were illuminating, but missing blue leds. The customer made no mention of death/serious injury, delay in treatment, or environmental/safety concerns.